Manufacturer narrative:
Batch record review of lot c306 was conducted. There were no non conformances associated with this event type reported for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trends has been detected. CAPA# (B)(4) are already open to investigate cellex drive tube leaks/breaks and red blood cell pump alarms, respectively. Service order (B)(4) feedback: cellex had a major leak in the centrifuge chamber. Cleaned chamber and clips. Ran system checkout and all is well. The assessment is based on information available at the time for the investigation. Photos were submitted, analyzed & confirmed delamination of the drive tube bearing stop. When this happens, the bearing stop no longer holds the drive tube away from the instrument wall, but instead allows it to strike the wall resulting in a blood leak. The delamination of the bearing stop is suspected to be caused by a portion of the bearing stop being unbonded to the drive tube. Therakos CAPA (B)(4) and harmac (B)(4) have been opened to investigate trapped gases occuring during the bearing stop molding process. A daily check of the press data has been added per harmac (B)(4) & an in depth process review was completed (harmac (B)(4)). Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken.

Event description:
Customer called to report drive tube leak during treatment procedure at 541 ml whole blood processed. Customer stated they heard a noise coming from the instrument, so they pressed stop, this is when accelerometer alarm occurred and customer noted blood sprayed in the centrifuge. Css asked if anyone was splashed with or exposed to blood, customer stated no. Css asked if there were any other alarms prior to the drive tube leak. Customer stated they got a red blood cell pump alarm at 405 ml whole blood processed, so they repurged once & got an air detected alarm. Customer stated the alarm was cleared by resetting the alarm and flushing the patient's access line. Customer stated only the contents of the return bag were returned to the patient. Customer stated patient was stable. Patient received a pre-scheduled transfusion that was not due to the treatment. Service order 461 was dispatched for inspection of the instrument. Customer submitted photos for investigation.